Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006515 have already been previously tested in the (B)(4) on 06/apr/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report (B)(4) complaint test report. Packaging: the lot 6006515 was packaging according to the work instruction (wi) version 17, in the multivac m10, on 09/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4a05085 was glued according to wi version 14 in the machine (B)(4) on 05 feb 2024, with a total of (B)(4) units. The lot 3m00922 was glued according to wi version 13 in the machine (B)(4) on 13 dic 2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6006515 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.